Manufacturer narrative:
According to the complainant, the physical device will not be returned for investigation. Cloud data from the user for the period of 01jan2026-15feb2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the omnipod 5 system was delivering insulin when glucose was low, including instances at or below 4.1 mmol/l (74 mg/dl). The patient stated the issue has occurred "about ten times and at least five seizure events" requiring ambulance transport and a hospital emergency room (ER) visit, with a diagnosis of hypoglycemic seizures and treatment with antiepileptic medication. The patient reported blood glucose values at 3.8 mmol/l (68 mg/dl) and 2.6 mmol/l (47 mg/dl) on different incidents. Additional information was provided by the patient on (B)(6) 2026 the patient reported on (B)(6) 2026 at 18:59, 0.05 units of insulin was delivered and the patient's blood glucose level was at 3.6 mmol/l (65 mg/dl). This is case 1 of 5 (insulet reference number (B)(6)).